Event description:
It was reported that shortly after implant the right ventricular (rv) lead was repositioned because x-ray showed the lead had lost its slack. Subsequently the patient experienced diaphragmatic stimulation and reprogramming was performed. The bipolar impedance has gradually increased and the polarity was reprogrammed to unipolar. The unipolar impedance has now increased beyond the comfort level of the physician, so the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2011; vedr01, implantable pulse generator (ipg), (B)(6) 2011. (B)(4).